Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable low ureal urea/bun and crep2 creatinine plus ver.2 results for one patient sample that were reported outside the laboratory and were questioned by the physician. Of the data provided, only the creatinine results were discrepant. The sample was repeated on the same analyzer and on a different cobas 6000 c (501) module. Only one repeat result was provided. It was unclear which analyzer generated this repeat result. The initial result was 0.1 mg/dl and the repeat result was 2.0 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 22137301 with an expiration date of 30-nov-2017. The field service representative found the sample probe was hitting the rinse station after pipetting the sample. He realigned the rinse station and sample probe, checked all fluidics, and ran a successful precision study. Further investigation determined the issue was resolved by the service actions. A query found no past or new escalated complaints of this nature on any like instruments for the last 12 months at this site. No abnormal trend was identified for this issue in the past 90 days.